Manufacturer narrative:
Unit failed prime/seating test due to moisture damage on prime sensor. Corroded motor assembly and corroded electronic assembly noted during visual inspection. Unable to confirm no delivery alarm due to prime anomaly. Unit received with scratched display window cover, minor scratched lcd window, scratched case, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not rewind. Customer blood glucose reading was 115 mg/dl. Troubleshoot was performed. Customer stated the load completed without anything in the insulin pump. Customer also reported insulin flow blocked alarm. Insulin pump will be returning for analysis.